Event description:
I had novasure done approx 15 yrs ago. I am now having serious health issues. A bad papsmear waiting on a scheduled biopsy and ultrasound. I've gained a tremendous amount of weight. In upwards of (B)(6) lbs. I'm in a lot of pain it could potentially be cancer and I'm surely looking at a total hysterectomy and that's if I'm lucky. There should be more info about the long term risks associated with this procedure. I'd appreciate someone contacting me so I can find out more about what to expect next. Ty. (B)(6) I'm waiting on scheduled biopsies and a scheduled ultrasound. My obgyn told me she can feel something in my uterus, and on my left ovary. Now I wait. FDA safety report ID# (B)(4).